Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that when using a freestyle freedom lancing device, portions of the lancing device cap became embedded into their finger. Customer reported having to use the lancet to remove the portions of the cap from their finger, and reported experiencing a great deal of pain as a result of this event.